Manufacturer narrative:
Additional product code: hwc. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, on an unknown date, patient underwent hardware removal of a retrograde femoral nail (rfn) due to the distal end of the nail being prominent in the joint. All hardware was removed successfully. No patient harm was reported. Concomitant devices: titanium spiral blade 95mm for rfn (04.013.051s, lot 6097503, quantity 1), locking screw (part unknown, lot unknown, quantity 3). This report is for one (1) 11mm titanium cannulated retrograde/antegrade femoral nail. This is report 1 of 1 for (B)(4).

Event description:
Hardware removal occurred on (B)(6) 2018.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.